Manufacturer narrative:
(B)(4). Date sent: 6/24/2026. D4 batch#: a97h27. Additional information was obtained: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, action taken when event occurred? Trouble shoot and then alternative device used. Was procedure successfully completed? Yes, were fragments generated? No, other information: surgeon complained about time wastage due to cost of theatre time to trouble-shoot. Patient status/ outcome / consequences: no. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing to the energy systems, an alert screen was displayed. A probable cause for the device to stop activating and the energy system to display an alert screen is blade damage. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch: a97h27, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastrectomy procedure the device was connected to the generator. The device immediately gave an error message-"clean blade" this was done but no change was noted. The device was unplugged and reconnected, with no success. The generator was restarted to reset the console; this still did not work. Use of this device was discontinued and another device was used to perform the procedure. No patient consequences reported.